Event description:
It was reported that the needle never deployed the cannula into the skin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. Download data showed that the device ran for 34 pulses, 24 of which in first prime, before deactivation. Rotational sensor abnormalities were seen in the download data causing first prime to end early and the firing flat not being properly lined up by the end of second prime. The rotational sensor malfunction was confirmed to have caused the reported event.